Event description:
A report was received that the patient was experiencing itching at the ipg site after charging. The patient also experienced hives above the beltline on the chest, arms and back. The physician prescribed zertec. The patient will monitor the charging intervals so that irritation does not occur.

Manufacturer narrative:
Additional information was received that the patient was still getting a rash when he attempted to charge his ipg, however, a bsn sales representative recently followed up with the patient and reported that the patient's symptoms had subsided and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-6412-3, serial#: (B)(4), model description:charging kit 2.0.

Event description:
A report was received that the patient was experiencing itching at the ipg site after charging. The patient also experienced hives above the beltline on the chest, arms and back. The physician prescribed zertec. The patient will monitor the charging intervals so that irritation does not occur.